Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer inspected an auxiliary drawer, which had two full-height cubies that were constantly failing. An fse removed the cubie pocket that was potentially causing most of the issues and left the drawer in working order each time. An fse replaced all the cubie trays to determine if that would resolve the issue. The full-height cubie drawer was replaced with the failing one on the auxiliary, and the station was shut down. After replacing the drawer and powering on the station to allow it to update its firmware, it was configured in the application. The fse then logged into support to conduct the acceptance test. The drawer was detected to close without any errors, and everything was tested. The hardware testing application test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie kept failing and unable to recover cubie or drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.